Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the that the surgical intervention/revision was planned. The x-ray results showed no obvious lead fracture. The provided information was confirmed with the account/physician. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had a loss of efficacy/therapy that occurred ¿like four months ago¿ (in 2019) which was reported to be due to multiple falls. It was reported that the system had impedance readings of greater than 10,000 ohms on electrodes 8 through 15. It was reported that the patient¿s doctor had ordered x-rays which were being reviewed. The rep also noted that they did not think the patient¿s symptoms matched with the high impedances on the 8 through 15. The patient was programmed on the other side of the paddle with good coverage. It was reported that the patient wanted to meet with a surgeon to discuss a revision. The issue was not yet resolved. No surgical intervention occurred but it was unknown if surgical intervention would be planned and the rep indicated that they would follow-up for more information. No further complications were reported/anticipated.